Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon fired the er320 device twice and the clips formed normally, but after that the next clips were deformed. Another instrument was used to complete the case. There was no consequence to the pt.